Manufacturer narrative:
The referenced previous driveline infection admission was reported under medwatch MFR report # 2916596-2018-05257. Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted a couple months after discharge from previous driveline infection admission. The patient underwent driveline debridement on (B)(6) 2018. Reportedly, the patient was doing well and was to remain on keflex lifelong.

Manufacturer narrative:
Device evaluation: the patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.